Manufacturer narrative:
(B)(4). Second device information: rt380 lot: 2101026142 UDI (B)(4). Manufacturing date 2020-02-29. We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two rt380 adult dual-heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.

Manufacturer narrative:
D4 second device information: rt380, lot: 2101026142, UDI: (B)(4), manufacturing date: 2020-02-29. (B)(4). Method: the complaint rt380 adult evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product results: the customer reported that two rt380 adult dual-heated evaqua2 breathing circuits failed the leak test. Conclusion: without the return of the complaint devices, we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A distributor in thailand reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two rt380 adult dual-heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.